Event description:
The patient claimed that the animas pump will not power on. Prior to the power outage, the animas pump prompted the patient with a low battery alert. There was no product misuse. The battery cap and compartment was not damaged. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved. The product was sent back for investigation. The patient was advised to go on the backup plan. There was no report of any patient impact associated with the complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 11/02/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: moisture was observed behind the pump display lens, the battery compartment was found to be cracked, and the keypad was observed to be torn. A leak test was performed and the keypad and battery compartment were found to be leaking. The pump was unable to power on. The pump was opened and moisture damage was observed inside the pump. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, contamination was observed under the keypad button contacts. The damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.